Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the infusion set was not giving the customer the insulin which caused high blood glucose of 530 mg/dl. The representative also reported that the customer had sensor issue. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.